Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k011375. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "recently the surgeon encountered bluntness of the needle tip." This occurred during surgery after about 2 stitches onwards. The blunt tip was difficult to pass through the skin (breast) and it caused some bleeding. The surgeon noted that this issue happened in five cases. Additional information has been requested but not yet provided. This report addresses the fifth case. All medwatch submissions related to this case are: 3003639970-2018-00705; 3003639970-2018-00706; 3003639970-2018-00707; 3003639970-2018-00708 .

Manufacturer narrative:
Samples received: 11 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received eleven closed samples to analyze this complaint. We have checked the needles of the samples received and the aspect of these needles is the current and usual one. The needles of the samples received are tested for needle puncture strength and the results are into the current range for these needles. The average penetration result is 0.411n. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received are into the current range for these needles, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.